Event description:
The report indicated that 2.5 hrs into bypass, the 3/8" line disconnected from the inlet of the oxygenator. Approx 1000 ml of blood was lost. The line was reconnected. Clinician administered homologous donor blood and antibiotics. Pt is reported as doing well.